Manufacturer narrative:
Final analysis found the device in eol mode due to a depleted battery. The depleted battery was caused by excessive current drain to a discrepant analogue integrated circuit.

Event description:
Information received from the field does not address the patient's clinical status but notes premature eol.